Event description:
Reportable based on device analysis completed on 05jul2022. It was reported that the guidezilla was damaged and could not be inserted into the guide catheter. Vascular access was obtained via right radial artery. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the physician requested to use a guidezilla ii as he could not deliver a balloon to post-dilate an implanted stent. When he tried to insert this device into a 7f guiding catheter, it was noted that this device could not be inserted. After several attempts, the device was checked whether there is a problem and found out that the guidezilla was deformed from the beginning. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure. However, device analysis revealed partially detached collar and shaft.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were partially detached. The shaft within the collar was twisted indicating the device was twisted or torqued during use. At 6.1cm-6.8cm, 6.9cm-7.3cm, and 8.6cm-9.3cm from the collar, the shaft was flattened. At 23.5-24.5cm from the collar (shaft to end of tip), the shaft, markerband and tip were flattened. Photo media reviewed shows a portion of the shaft to the guidezilla. There was partial collar detachment depicted in one photo and flattened shaft segments depicted in another. The photos align with what was found in analysis. The damage found would cause resistance upon guide catheter entry and can prevented the device from advancing. No other issues were identified during the product analysis.